Manufacturer narrative:
Additional information: one unpackaged ar-2324pslc suture anchor, peek-swivelock serial/batch (B)(6), was received for investigation. Visual inspection revealed that the screw was broken, with one piece attached to the shaft and another piece on the suture. It was noted that the suture, where a piece of the peek screw is attached, has knots. No damage was identified on the eyelet or handle. Functional testing of the inner and outer driver found that it is not resistant to unscrewing and screwing. The most likely cause(s) for the reported failure can be a user error due to improper bone preparation, misaligned insertion, and/or prying/levering the device during insertion. Directions for use. Dfu-0087-eo. Corkscrew®, pushlock®, and swivelock® suture anchors. G. Precautions 3. Make sure to use the recommended drill bit or punch to create the bone socket. 4. Pushlock and swivelock suture anchors only: during anchor insertion, ensure that the angle of anchor insertion is coaxial to that of the previously prepared bone socket. 5. Pushlock and swivelock suture anchors only: insert the driver into the bone socket until the anchor body makes contact with the bone. Preview and adjust suture tension, if necessary. Tension will not increase during the final advancement of the anchor body. Refer to investigation photos. The complaint allegation is confirmed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, it was reported by an arthrex employee via email that an ar-2324pslc, suture anchor, peek-swivelock® c, 4.75 x 19.1 mm, vented, anchor broke during insertion. The suture was apart from the anchor. This was detected during a posterior inferior dead center fracture repair surgery on (B)(6) 2025. The case was completed successfully by opening a new ar-2324pslc. There was no patient harm, and no second procedure required.